Event description:
During a rescue attempt the AED voice prompt advised the user to place the electrodes and did not advance to the next expected voice prompt. Investigation of the AED found that open solder on a component contributed to low voltage in the impedance circuit. There was no report of pt injury.

Manufacturer narrative:
The submission of this MDR was delayed due to in-depth investigation.